Event description:
It was reported that high pacing threshold and high lead impedance were observed. Lead fracture was suspected. The lead was explanted and replaced during a scheduled dual chamber ICD upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.